Event description:
It was reported that the guidewire was unintentionally retained. Unsuccessful attempt to insert triple lumen internal jugular line, followed by successful insertion of right femoral line. Seldinger technique used during emergent procedure. Post procedure, chest x-ray revealed an endovascular wire retained in region of vena cava necessitating removal by interventional radiologist the following day. Following complicated hosp course, pt was discharged to a nursing home facility on ventilator support. It was on the report under adverse event - user error. This report was submitted by medwatch. Device will not be returned for eval. A follow-up report will be filed if more info becomes available.